Event description:
A malfunction identified by code malf 16 was reported, and a reset of the pump was attempted with guidance from technical support. Despite efforts to reset, the malfunction recurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump, ensuring continued insulin delivery with the current pump as backup therapy. Instructions were provided for entering storage mode and returning the problematic pump within 10 days, which the customer confirmed understanding.